Event description:
During the routine follow-up of the device involved in this report, a warning message was displayed "holter temporal not available".

Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electrode data and files received. (B)(4). Conclusion: reading of the holter memory was not possible because of telemetry errors interrupting aida reprogramming at the end of the previous follow-up. Upon these telemetry errors, the user answered "no" when prompted to retry, therefore aida programming was incomplete and some aida memories were left inactive. Normal behavior should have been restored by re-programming the memories manually (reset aida), as recommended on 03 feb 2009.